Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 0.55mls of juvéderm volbella® xc into the lips. Two days later, patient developed swelling and redness at the corners of the mouth stretching to the nasolabial fold. The microlesions were diagnosed at the time as herpetic lesion (as patient has a history) and patient was treated with valtrex. On a later examination, healthcare then identified it as vascular occlusion and began administering hylenex to dissolve the filler.